Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump battery dropped from 50% to 5% after being connected to a power source. In addition, the customer was having difficulty charging the pump despite the attempt of multiple power sources. Customer stated blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.